Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. No patient complications were reported. The cylinders and pump were returned and analyzed. The analysis identified a device issue with the returned pump.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams700 cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. Both cylinders passed the leak and pressure tests performed. The ams700 ms pump was visually inspected, leak tested, examined using a microscope, and functionally tested; no visual damages were found upon inspection. No leaks were found. The pump kink resistant tubing (krt) was trimmed to the appropriate length prior to functional testing. The pump was functionally tested and did not pass the valve deactive state test indicating the fluid did not move as expected between the components. Product analysis identified device malfunction with the returned pump.

Event description:
It was reported that the patient underwent a surgical procedure to have the inflatable penile prosthesis implanted; however, the device was dropped and not used. The device was opened in error but not implanted as it crossed the sterile field. There was no patient/device complaint to report. No patient complications were reported. The cylinders and pump were returned and analyzed. The analysis identified a device issue with the returned pump.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams700 cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. Both cylinders passed the leak and pressure tests performed. The ams700 ms pump was visually inspected, leak tested, examined using a microscope, and functionally tested; no visual damages were found upon inspection. No leaks were found. The pump kink resistant tubing (krt) was trimmed to the appropriate length prior to functional testing. The pump was functionally tested and did not pass the valve deactive state test indicating the fluid did not move as expected between the components. Product analysis identified device malfunction with the returned pump.